Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation prime abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately (6) six years after the post-initial procedure, a type 2 endoleak and a type 1b endoleak was identified. The physician is planning to re-intervene, but surgery has not been scheduled. The patients current condition is unknown.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1b endoleak of the right common iliac artery, type 2 endoleak (non device related) of the internal mesenteric artery and the secondary endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was discharged on the same day home after the procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to adverse events has been updated. B5: describe event or problem has been updated. G4: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with the ovation prime abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately (6) six years after the post-initial procedure, a type 2 endoleak and a type 1b endoleak was identified. The physician is planning to re-intervene, but surgery has not been scheduled. The patients current condition is unknown. Additional information: the type 1b endoleak was found during routine follow up. The physician elected to implant an ovation ix iliac limb and an ovation ix extender to successfully resolve the event. The patient was reported as discharged post secondary procedure.